Event description:
The ICU nurse was checking the patient's temperature. The reading from the swan ganz pa catheter was reading 101 degrees. When the temperature was taken by tympanic, temporal, and orally, they registered 97.6 degrees. The nurse changed the cables and modules. Called biomed and they checked all cables and modules used on the patient. They were all found to be working correctly.======================manufacturer response for thermodilution venous infusion port (vip) swan ganz, swan ganz (per site reporter)======================they are sending a return box to have product returned to them.